Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed a corrupt software error. This error may cause the system to lock up or not to boot up. No pt injury was reported.